Event description:
It was reported towards the end of a transforaminal lumbar interbody fusion (tlif) 1 level spine surgery the rod bender broke and the piece holding the center together sheared off. The rod was sufficiently bent prior to the device failure. There was no delay in surgery and no injury to the pt reported. No part of the device fell into the surgical wound.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.